Manufacturer narrative:
CAPA comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturer narratice: the reported lot number was valid. Pharmacovigilance comment: a causal relationship between the treatment and the serious events of chest pain and throat tightness could not be ruled out. The event were considered serious due to the potential for escalation of symptoms in an atopic patient with possible laryngeal edema and involvement of more than one body system. Alternative etiologies for the events include severe hypersensitivity reaction to the treatment or concomitant abobotulinum toxin a, and less likely, distant spread of the toxin, given the time to onset of five minutes after the toxin administration and immediately after the filler treatment. The patient stated that the events were mild and she recovered within an hour despite refusal of diphenhydramine or the use of her own epinephrine pen to treat a possible hypersensitivity reaction. After event onset, she received filler treatment to the other tear trough; it was unclear if the events had already abated when the second treatment was administered. Potential contributory factors include possible overdose of the toxin, medical history of multiple food allergies, and possible off label use of the toxin, given the labeled contraindication for the toxin in patients with milk allergy. The case met the criteria for expedited reporting to the regulatory authorities. Exemption: exemption number e2015005 galderma laboratories, l.p. (Importer) is submitting the report on behalf of q-med ab (manufacturer).

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2018 by a registered nurse (rn), which refers to a (B)(6) female patient. The patient's medical history included milk and dairy allergy, seafood and mushroom allergy. The patient was not using any concomitant medications and has not had any previous injections of cosmetic fillers or toxins. On (B)(6) 2018, the patient received concomitant treatment with dysport 50 units to the glabellar region and 25 units to the forehead to treat wrinkles. Blt "numbning" cream was used as pre-medication prior to dysport injection. Immediately following dysport injection, the patient received treatment with 0.9 ml of restylane-l (lot 16297, exp. Apr-2021) to one tear trough (unknown needle type and injection technique). Five minutes after receiving dysport and one moment after the injection with restylane-l, the patient experienced pain in chest (chest pain) and throat tightening (throat tightness). The patient then got a second injection with 0.9 ml of restylane-l (lot 16297, exp. Apr-2021) to the other tear trough (unknown needle type and injection technique). The event was described as mild by the patient and she refused benadryl and epi pen. The events resolved approximately one hour later. The patient did not receive any corrective treatment for the events. Outcome at the time of the report: pain in chest was recovered/resolved. Throat tightening was recovered/resolved.